Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information indicated that the lead may have partially dislodged. This ra lead was surgically abandoned. No additional adverse patient effects were reported.